Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.